Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. The customer observed a low battery icon and an error 4 message was displayed. No other settings stored in the meter changed. The meter is one where the customer could inadvertently change the units of measurement. However, it appears from the info that the meter is exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.